Event description:
It was reported that cartridge did not fully snap into pump and issue had started about one and a half weeks earlier while customer had been reusing same cartridge. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge as instructed, removed extra o-ring from pneumatic tap, cleaned area with alcohol wipe or lint-free cloth, confirmed cartridge o-ring was not in place, then used a new filled cartridge, followed on-screen instructions, successfully loaded cartridge so it clicked into place, and resumed insulin delivery.